Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was not holding a charge and the battery was uncomfortable in the pocket. The manufacturer representative stated that the patient had two overdischarge events in the past, which may have led or contributed to the issue. It was unknown when the overdischarges occurred. The manufacturer representative reprogrammed the patient¿s ins and cleared the power on reset (por), but it didn¿t resolve the issue. In addition, the patient reported seeing an elective replacement indicator (eri) error message about a week prior to the date of this report. Surgical intervention was planned, as the patient was referred to a neurosurgeon for battery replacement and repositioning. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are non-malignant pain and other chronic/intractable pain (trunk/limbs).